Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Examination of the patient's right ventricular (rv) lead revealed high capture thresholds and diminished r-wave sensing. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Examination of the patient's right ventricular (rv) lead revealed high capture thresholds and diminished r-wave sensing. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.